Manufacturer narrative:
Based on available information, medical determination is that this malfunction is serious. A rough or jagged edged catheter may cause serious injury to the soft tissues of the urethra in the process of insertion or removal. This may result in bleeding and healing by scarring. Five samples in closed peelpack marked under ref code 501014 have been received. Two samples were form lot 452922 and three samples from lot 452923. The samples have been evaluated. The samples met specification. Associated lot numbers for ref code 501011 are 452906, 452907, 452908, 459681; for ref code 501012 are 452909, 452910, 452911, 459690; for ref code 501013 are 452912, 452913, 452914, 459682; for ref code 501014 are 452921, 452922, 452923, 459683, for ref code 501015 are 452915, 452916, 452917, 459691; for ref code 501016 are 452918, 452919, 452920, 453129. The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. The products were produced in accordance with valid specification. The samples were tested and the samples met specification. (B)(4).

Event description:
Initial complaint received from distributor as follows: "one hundred and eighty medical reports patient reports not like the gentlecath coude. 501014. Unit of 5." (B)(6) 2013: outbound follow up call from customer interaction center. Left message answer machine. Record opened to add additional information provided by (B)(6), nurse coordinator-supervisor cic on (B)(6) 2013. Mr (B)(6) returned call. States that he did not like the gentlecath coude tip compared to his usual coude tip intermittent catheter. Reports that he expected it to be extra polished and smooth on the up and down side. He reports the upside was smooth and downside felt rough and was uncomfortable upon insertion. No bleeding. He tried a sample and discontinued use. No lot or other information available. Not wish to provide further information."